Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device serial number is unknown at this time but will be reported at the time of the follow up MDR.

Event description:
It has been reported that the AED did not pass self diagnostic check.